Event description:
A customer reported that the screen of their device had scratches and was less responsive to touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, no further action was needed, and additional information could not be obtained as the customer chose not to follow up with technical support.